Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/20/2014 with the following findings: a review of the pump black box data and alarm history revealed multiple cs 054 call service alarms. During testing, no cs 054 or other call service alarms were duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 054 call service alarm three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.